Manufacturer narrative:
Of the 1 allegations of a malfunction, 1 pumps were returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a remaining insulin reading issue. These reports were received from various sources. The patient associated with this allegation was 13 years of age. Of the reported patients 1 was female.